Event description:
The pt stopped responding to sound sensations. Using the appropiate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done in 2000.